Manufacturer narrative:
.

Event description:
During the stage 1, implant procedure the physician indicated appropriate placement of the accessory cover and boot onto the proximal lead connector. One week later, the lead connector pocket was opened for stage 2, system placement; inspection found the boot detached from the lead and from the accessory component cover. The surgeon experienced difficulty during retrieval of the proximal lead connector from the pocket. Visual exam of the connector detected the number three contact was damaged and bent at a 90 degree angle; the internal conductor wires had been frayed and were exposed from the insulation material. Attempts to connect the damaged lead to the extension product were initially unsuccessful. Intra-operative impedance values had been within acceptable limits, except for the number three electrode (exact impedance readings were not reported), which had indicated an open circuit. The number three contact was removed (cut off), from the lead by the surgeon and the extension product connected to the lead device and the case was completed. No patient symptoms had been attributed to the event. Additional information has been requested from the physician.